Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced postprandial hyperglycemia after an unannounced dinner, with a reported peak blood glucose of 355 mg/dl and a rising trend at the time of the call, and that the user was inconsistently announcing meals. Symptoms included no acute health effects. Outcomes included elevated glucose for approximately three hours without the use of backup therapy, ketone testing, or medical intervention. Investigation included review of synced reports and provision of troubleshooting and user education regarding meal announcements. Investigation of this case revealed user-related use pattern consistent with missed meal announcements contributing to hyperglycemia, with glucose flattening by the end of the call. It was concluded that the device functioned as designed and that hyperglycemia was attributable to user handling related to meal announcement practices.